Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D10: concomitant medical products - correction. H2: correction. H6: adverse event problem - correction.

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.